Event description:
Attorney alleges pt had removal due to severe breast pain, development of breast lumps, implant rupture, development of silicone leakage, extensive cosmetic damage, anxiety and depression.